Event description:
It was reported that during an unk procedure, the device did not coagulate. No further info was provided. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.